Event description:
New information was received. The pipeline had been placed in a vessel bend when it failed to open. Additional steps or other devices attempted to open the pipeline were resheathing or release but both were stuck. Dsa stands for digital subtraction angiography.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0265in mandrel ¿ as found condition: the pipeline vantage was returned stuck inside marksman catheter; within the inner pouch and outer carton; inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. Bend was found at 23.0cm to 41.5cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found intact. However, the catheter body appeared to be accordioned at 16.0cm to 32.3cm from the distal tip. In addition, the catheter body also found to be accordioned at 7.5cm to 19.5cm from hub. No other anomalies were observed. ¿ testing/analysis: the pipeline vantage could not be pushed forward or removed from the catheter. The catheter was cut to remove the pipeline vantage. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed as the distal and proximal end of the braid were fully opened and frayed. The cause for failure to open could not be determined. Possible cause includes damaged braid and severe vessel tortuosity. The customer report of "resistance during delivery" and ¿catheter resistance¿ were confirmed as the returned pipeline vantage was stuck inside the marksman. From the damages seen on the catheter (accordioning), braid (fraying), and pushwire (bending); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline vantage through the catheter against resistance. However, the cause of resistance could not be determined. Possible cause includes severe vessel tortuosity and lack of continuous flush during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding pipeline resistance in the distal segment of the catheter causing a failure to fully open and marksman microcatheter damage in the distal segment.  The patient was undergoing a procedure for treatment of a fusiform, unruptured aneurysm in the basilar artery with a max diameter of 7.3 mm and an unknown neck diameter. The landing zone was 4.6 mm distally and 4.1 mm proximally. The accessed vessel was the basilar artery with a vessel diameter of 4.1mm. It was noted the patient's vessel tortuosity was severe. It was reported that the pipeline cannot fully open during deployment. The doctors attempted but could not open and withdraw the pipeline. The pipeline became stuck during deployment in the distal segment of the catheter. The doctor removed both the pipeline and marksman and replaced with new pipeline + marksman. The physician released the load (slack) in the system in an attempt to resolve the issue. This did not resolve the issue. The distal segment of the catheter was found to be broken. There was no push wire damaged noted. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter flushed as indicated in the IFU. Dapt (dual antiplatelet treatment) was administered. The pru level was normal. The angiographic result post procedure was noted to be "dsa." No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a long sheath 088.